Event description:
The patient called and reported feeling shortness of breath and being tired on vacation. A remote transmission was sent to the physician and revealed that the pacemaker was "shut down" due to a high intensity magnetic field. The device was reprogrammed and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.